Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not appear to function well in a dual chamber fixed rate mode; the rate was going from eighty beats-per-minute to one-hundred, then to zero, and was not steady. The epg was switched to an atrial demand pacing mode, and the pacing rate appeared stable at eighty. It was noted that the healthcare professionals decided to keep the epg in place, rather than changing to a different epg; the epg remains in use. No patient complications have been reported as a result of this event.